Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm with blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded display did not returned after battery was reinserted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.